Manufacturer narrative:
The technician replaced the head frame weldment assembly due to a broken weldment at the pivot point.

Event description:
The account reported that when they activated the head up function, the bed shifted to one side instead of raising the head. They believe that one lift arm got disconnected under the bed.